Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the red level sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed that when the red level sensor was attached to the reservoir it would fail the thin wall test. The sensor was unable to appropriately detect when there was fluid present or not. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that upon receipt of the device, the ultrasonic level sensor alarms while testing. There was no patient involvement.